Event description:
The customer reported the system failed to reboot and the screen turned off and on by itself. The fe reported intermittently the system boot during exams. The customer and fe described system lock up situations. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.